Manufacturer narrative:
Analysis was performed remote service personnel which included log file review. The results of the analysis were that the spo2 alarms were generated at the time of the reported event and silenced from the monitor. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was that the user silenced the alarms. The issue was resolved by providing the customer the log review results via email. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported that at 01:45 am in the morning on (B)(6) 2026, an alarm at 53% of spo2 would probably not have sounded and the customer requested log review. The device was in use on a patient. There was no report of patient or user harm.